Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was kinked and intact with the pusher assembly. During functional analysis, the embolization coil could be partly retracted into the introducer sheath, but extreme resistance was met upon attempting to retract the kinked segment of the embolization coil into the introducer sheath. Conclusions: evaluation of the returned devices revealed the embolization coil was advanced out of the introducer sheath. Further evaluation revealed the embolization coil was kinked. The kinked segment of the embolization coil could not be retracted into the introducer sheath. The observed kink may have occurred due to forceful manipulation of the ruby coil during preparation for use, and likely contributed to the difficulty experienced during attempts to advance the ruby coil out of its sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached two ruby coils into the target vessel using another manufacturer's microcatheter. While attempting to advance the third ruby coil into the microcatheter, the coil was stuck inside its introducer sheath and the physician was unable to advance the coil out of its sheath. Therefore, the ruby coil was unable to advance into the rotating hemostasis valve (rhv) of the microcatheter and was removed. The procedure was completed using a new ruby coil, the same microcatheter and rhv. After the procedure, the physician attempted to push the ruby coil out of its introducer sheath. Although there was resistance, the physician was able to advance the coil out of its introducer sheath but was unable to resheath the coil back. There was no report of an adverse effect to the patient.